Manufacturer narrative:
The following elements have blank data

Event description:
Ethicon harmonic gray cord failed. Harmonic generator read "replace handpiece" when gray cord plugged in (no instrument attached to cord). Gray cord was unplugged and replugged in and same message appeared. Gray cord was unplugged, generator was turned off and back on, gray cord was replugged in and same messaged appeared. New harmonic cord was added to sterile field and function throughout case. Ethicon rep was called to room at end of case. Malfunctioning handpiece sent to decontamination. Manufacturer response for harmonic grey cord, ethicon harmonic grey cord (per site reporter): ethicon rep was called to room at end of case.